Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for implant with an amplatzer trevisio intravascular delivery system to close an iatrogenic atrial septal defect. It was reported the patient had lowered blood pressure during a concomitant procedure that occurred prior. During deployment, it was noticed the device had a cobra deformation. The device was resheathed and redeployed about three times but to no success. A decision was made to replace the device with a new 10mm amplatzer septal occluder. The replacement occluder was implanted in the patient successfully. It was reported the deformed device was never released from the delivery cable while inside the patient, there was no angulation/kink noticed in the delivery system, and there was no interaction with any cardiac structures during deployment. There was no clinically significant delay in the procedure due to this event. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.